Manufacturer narrative:
Additional information: the received information points to a damage of the active electrode, however to determine an exact root cause a device investigation would be necessary. No date for a possible re-implantation surgery has been scheduled yet.

Event description:
The patient has no sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The user has no sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma. Re-implantation took place on (B)(6) 2018.